Manufacturer narrative:
(B)(4). Part eval: this channel was returned for investigation. Upon visual inspection, a leak was observed from the control-y connector. A 2mm void in the solvent at the bond socket at the single side of the control-y was noted. Manufacturing record review: a review of the manufacturing records was conducted by the complaint investigator in relation to this failure mode. For this disposable lot number, there were no in-process non-conformities, a single eco (not pertaining to the failure mode) reported, and no in-process inspection failures or observation. There were no simulated testing observations or failures. The product met all acceptance criteria for release. Conclusion: there was a confirmed leak in the disposable set.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required time frame. At 130 mins of collection of collection along the collection tube, small red spots appeared. No leak detection alarm. The procedure proved stable. These spots are outside of the tubing and are also visible on the rigid part (inner ring). The collection is interrupted.